Event description:
A malfunction was reported that required a reset and caused an interruption in insulin delivery. There was no reported impact on the customer's blood glucose level. The customer declined further inquiry or follow-up from the support team, and no additional action was required.